Event description:
A customer contacted baxter regarding their transfer set separating from their patient line during therapy. Through investigation, it was discovered that the separation occurred at the transfer set/catheter adapter interface. The patient's nurse stated that the transfer set was re-attached, and that the patient was given antibiotics as a precaution. No injury or medical intervention was reported.

Manufacturer narrative:
Per the dialysis nurse, the transfer set was re-attached and is unavailable for evaluation.